Event description:
The report received from the (B)(4) study indicated that the patient experienced coronary artery restenosis approximately 28 months post index procedure. At the time of index procedure, the patient was admitted due to restenosis of previously placed stent at the proximal rca. The brand of the stent is unknown. The lesion was described as 14mm in length, class b1 and de novo with 70% restenosis. The reference vessel was 3.5mm in diameter. A 3.5x18mm cypher rx was implanted at 18atms. There were no post procedural complications reported and the patient was discharged a day later. Approximately 28 months post index procedure, the patient was admitted due to chest pain and underwent ptca of the mid rca. It is unknown if the new lesion was within 5mm of the stent. The event resolved without sequelae and considered as not related to the study stent or procedure.

Manufacturer narrative:
The report received from the cypress study indicated that the patient experienced coronary artery restenosis approximately 28 months post index procedure. At the time of index procedure, the patient was admitted due to restenosis of previously placed stent at the proximal rca. The brand of the stent is unknown. The lesion was described as 14mm in length, class b1 and de novo with 70% restenosis. The reference vessel was 3.5mm in diameter. A 3.5x18mm cypher rx was implanted at 18atms. There were no post procedural complications reported and the patient was discharged a day later. Approximately 28 months post index procedure; the patient was admitted due to chest pain and underwent ptca of the mid rca. It is unknown if the new lesion was within 5mm of the study stent. The event resolved without sequelae and considered as not related to the study stent or procedure. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause instant restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Concomitant medications included aspirin, bivalirudin, plavix, coumadin, crestor, fish oil and sotalol. The DHR is anticipated to be completed but hasn't been done yet thus additional information will be submitted within 30 days of receipt.